Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification test step during testing. The device's muffler assembly was replaced to address the issue. Additional findings not related to the malfunction/issue was the following parts being proactively replaced on the device: air inlet foam filter and particulate filter. After replacing all of the parts on the device, the final and run-in tests were performed, along with the battery and valve checks. The device was found to be operational, and it was cleaned.